Event description:
Additional information received identified the patient experienced ineffective stimulation due to lead dysfunction. Lead was replaced on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) underwent surgical intervention (date unknown) for the lead replacement as the two contacts on the lead were not working. No additional information available at this time.